Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that there was an out of regulation (oor) message seen during a reprogramming session. The rep reported that they programmed one group with program 1: 4+, 5-,6- 7+ and program 2: 12+, 13-,14- 15+ - 450 pulse width and 52 rate. The rep reported that the patient felt stimulation at a medium level when at 14.6ma, but the rep wanted to be able to provide additional intensity in case she needed a higher setting. The rep was unable to increase beyond 14.6ma. The rep also reported that impedances were yellow do not use/possible short on electrodes 1, 2, 9, and 10. Actual impedance results were: 1 <(>&<)>2 = 620, 1<(>&<)>9= 180, 1<(>&<)>10= 610 2<(>&<)>9 = 640, 2<(>&<)>10 = 180 9<(>&<)>10 = 570 it was reviewed that based on the impedances, the leads were touching in the epidural space and the rep acknowledged that they leads were close together. The rep programed electrodes that were not out of range and the oor appeared to be normal maximum intensity based on settings. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the oor was not determined. It was reported that the patient was getting coverage they need so they "didn¿t not try a different lead configuration." The issues were reportedly not resolved. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.